Event description:
Reportedly, nine months after implant, this device was explanted due to premature elective replacement indicator. The device will be returned for analysis.

Event description:
Reportedly, nine months after implant, this device was explanted due to premature elective replacement indicator. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed proper electrical and mechanical properties.

Event description:
Reportedly, nine months after implant, this device was explanted due to premature elective replacement indicator. The device will be returned for analysis.